Event description:
Not turning on, electrical shortage with the power switch. It has been reported to philips that the allura xper fd20 system was not turning on and that there was an electrical shortage with the power switch. The philips engineer recommended the replacement of the 452230016027,mpd control unit as a resolution to the customer complaint. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the log file confirmed that the reported problem was caused by defective mpdu (m-cabinet power distribution unit) control unit. The fse replaced the mpdu (m-cabinet power distribution unit) control unit, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes. The device problem code was corrected.